Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, the force sensor error was found to be caused by the calibration of the sensor being out due to normal wear. The force sensor was recalibrated to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump presented with an error in the force sensor test. There were no reported adverse events.